Event description:
It was reported that the patient underwent an unknown procedure in 2024 and suture was used. During an unknown cardiac procedure the suture was ¿breaking easier¿. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 no device problem found. The following information was requested, and the following was received for product code 8735h lot tjbazm: 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? All of the suture returned, along with the box, belonged to the customer. Because they had a suture break easily, the surgeon was uneasy about using any additional from that lot and wanted to return the suture for investigation as to whether the suture was compromised in some way. 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. This issue has only been reported one time. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The product belongs to this complaint. Unfortunately, they didn't save the broken suture for return. H3 analysis: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code 8735h. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.